Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress problem. The insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer returned the endoscope sheath to the service center for a separate issue. During inspection it was found that the ceramic beak (insulation beak) was cracked. There was no patient involvement.